Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A family member reported a blank display on the customer's insulin pump. There was no significant event reported as leading up to the alarm. A battery cap was sent to the customer as a courtesy and to rule out the possibility of a faulty battery cap being the cause of the blank display. It was advised that if the blank display persisted to revert to a backup plan until the battery cap arrived. The customer's reported blood glucose value was 120 mg/dl. No further information was provided.